Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6a, d6b, e1 region state, h6.

Event description:
Device was explanted and replaced.

Event description:
Patient reported "emptying, not the same volume from the beginning, it's small", "pain" and "discomfort". Later healthcare professional reported "deflation". This record is for the left side. Device was explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿deflation: not observed. As per the investigation procedure, creases completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation, breast pain.

Event description:
Patient reported left side "emptying, not the same volume from the beginning, it's small", "pain" and "discomfort". Healthcare professional later reported "deflation". Device remains implanted.